Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with pauses of 2 to 3.5 seconds. It was noted that all daily measurements were within normal limits. Technical services (ts) discussed several troubleshooting and programming options for the patient. No adverse patient effects were reported. The device remains in service.